Event description:
Pt awaiting lung tx, placed on v-v ECMO on (B)(6) 2012 at 2002. Pump head sn# (B)(4) began to make noise and was changed out on (B)(6) 2012 at 0815. Pump was noted to have clot formation round inlet pin. Pt eventually removed from the lung tx recipient list and terminally weaned on (B)(6) 2012 at 1719. (B)(4). Event abated after use stopped or dose reduced? Yes.